Event description:
During a follow-up, it was noted that the r-waves had decreased overtime and noise was also observed. When the sensitivity was changed, the r-waves dropped. During the surgical procedure, it was found that the patient had a pre-existing pace/sense lead that was capped. The lead was uncapped and plugged into the ICD pace/sense port. The pace/sense portion of the rv lead was capped. The defib portion of lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.